Event description:
A report was received stating, during patient use, a ventilator generated a breathe delivery unit error which led to the patient being removed from the device. The patient was reported to have been placed on an alternate device without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the breathe delivery (bd) printed circuit board (pcb) central processing unit (cpu) and upgraded the software to the current revision. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.